Event description:
The vision stent was implanted in the proximal to mid lad. One week later, angiography revealed thrombus in the entire proximal lad onwards, resulting in limited blood flow. An export catheter was used to suck out the thrombus and a dilatation balloon was inflated in the distal lad, followed by the implantation of two stents in the proximal and distal lad.